Event description:
Reference number (B)(4). Event occurred in italy. It was reported that the patient experienced an infusion set not adhering at the insertion site event on (B)(6) 2026. No further information available.

Manufacturer narrative:
E1: patient city: (B)(6). Patient country: italy. Request was performed for additional information including lot number; however, lot number was not provided. A complaint investigation was initiated under complaint investigation. Unfortunately, no specific lot number was identified, which limits the ability to trace or analyze a particular item. Investigation in progress.